Event description:
It was reported that the customer used the product with a patient and heard a leak sound. The customer removed the product from the patient and inserted another one. Consequently, the artificial respirator detected no anomaly in the patient's respiration. The customer requests investigation into the leakage and the shape of the air cuff. No patient injury was reported.

Manufacturer narrative:
Other, other text: three photos were included in attachments for evaluation. Per photos received, no defects were found could be observed. One (1) sample was returned for evaluation p/n 100/166/075j; the sample was received in used conditions without original package. The returned sample was visually inspected at 12" to 16" and normal conditions of illumination. No defects were found. The pilot balloon of the samples returned was inflated using a syringe to detect any defects. No leakage on cuff was detected; the complaint was not confirmed. No root cause determined since no defects were found in sample returned for evaluation. No action taken required since the complaint was not confirmed.